Event description:
Device malfunction: unknown. Symptoms/ae: access site oozing/swelling. Time of symptoms/ae: post procedure. It was reported that a physician attempted arteriotomy closure of the right femoral artery using the starclose device after an interventional procedure. Post procedure, the patient developed oozing and swelling at the access site. Distal pulses remained present. Pressure was applied and the condition resolved two days post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
The device is not available for evaluation. The lot number was provided; therefore, a device history record review could not be performed.